Event description:
The ra lead was capped due to impedances greater than 3200 ohms. The lead was not replaced and the physician decided to downgrade the pt to a single chamber pacemaker. There were no adverse pt events reported. Should additional info be received, this file will be updated.